Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead channel during post-implant testing after pocket closure. Technical services (ts) provided troubleshooting, but ultimately, the physician elected to reopen the pocket and replace this device with a new crt-d. It was noted that there was blood in the rv port of the header of this device. There was no oversensing with the new device. No additional adverse patient effects were reported. Product return is expected in order to perform additional analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead channel during post-implant testing after pocket closure. Technical services (ts) provided troubleshooting, but ultimately, the physician elected to reopen the pocket and replace this device with a new crt-d. It was noted that there was blood in the rv port of the header of this device. There was no oversensing with the new device. No additional adverse patient effects were reported. Product return is expected in order to perform additional analysis.